Event description:
It has been reported to philips that the wired footswitch intermittently did not trigger x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary diagnosis at the time of the reported event. The procedure was completed using the same wired footswitch as the issue was intermittent. A philips field service engineer (fse) inspected the system on-site and identified that the foot switch pedal worked intermittently with a delay in recording. To resolve the reported problem, the fse replaced the wired foot switch. The system was returned to use in good working order and ready for clinical use. The wired foot switch was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed without problems on the same system. An intermittent issue with the wired footswitch that does not affect system functionality and allows the procedure to be completed as planned is unlikely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.